Manufacturer narrative:
The documentation in the complaint file supports a temporal association between hd therapy with the optiflux 250 nre dialyzer on (B)(6) "2018", and the reported adverse event(s) of itching, rash and suspected hemolysis which required the administration of ns and benadryl and subsequent evaluation in multiple ER¿s. However, it should be noted the patient was using baxter products during hd therapy on (B)(6) "2018". The optiflux 250 nre was discarded on (B)(6) "2018" and is unavailable for product testing. It is known hypersensitivity reactions to dialysis products may cause mild to severe signs and symptoms, including: itching, flushing, hives, swelling, fever, leukopenia, hypotension, hypertension¿ (1). Additionally, patients are known to have hypersensitivity reactions to the same model dialyzer months or years after use. (2) it is also known that itching, rashes and/or welts are not typical signs and/or symptoms associated with an acute hemolysis (3). Therefore, based on the available information a possible hemolytic or hypersensitivity reaction to the optiflux dialyzer 250 nre cannot be ruled out. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
During routine follow up on another customer experience, the hemodialysis clinic reported an additional event of a patient dialyzer reaction. On (B)(6) 2017 a hemodialysis patient was sent to the emergency room. Additional information was solicited. The patient experienced a rash covering his entire body and itching (details unknown) during hd therapy (treatment data unavailable). The nephrologist ordered two boluses (volume and timeline unknown) of normal saline (ns), and two doses of intravenous (IV) benadryl (dosage and timeline unknown). The patient completed 3.75 hours of a 4.25 hour treatment. Reportedly the patient refused to be evaluated at the time of the event(s), however later that evening the patient was evaluated at the (B)(6) hospital ((B)(6)) for reasons unknown. Records obtained indicate a complete blood count (cbc) from (B)(6) which showed a slightly elevated white blood cell (wbc) count of 12.2 10^3/ul. [Reference range (rr) = 4.7 ¿ 10.6]. The patient was discharged from (B)(6) and was given instructions to follow-up with his primary care physician (pcp) in the morning. On (B)(6) 2017 the patient was seen by his pcp who subsequently sent the patient to (B)(6) hospital ((B)(6)) for additional laboratory studies and an electrocardiogram (EKG). While at (B)(6) the patient complained of nausea/vomiting, and was given 500 ml of IV ns and underwent an EKG. The patient¿s admitting blood pressure was 74/52, however according to the records the patient stated this is not atypical. It was decided the patient required a higher level of care, and the patient was transferred to (B)(6) memorial hospital (B)(6) for the evaluation of suspected hemolysis and nausea/vomiting while eating. Of note: the discharge summary states the patient reported an alarm went off during treatment (details unknown) and was told he was ¿undergoing hemolysis.¿ the patient was seen in the (B)(6) ER on (B)(6) 2017 and laboratory studies were obtained. Multiple laboratory studies (e.g. Alk, ast, alt, ldh and k) were hemolyzed with no documented rational, while others (e.g. Hct, hgb, platelets, uric acid, etc) resulted and appeared normal. Nephrology was consulted and agreed, given the ¿absence of evidence of hemolysis,¿ there was no further evaluation required. While at (B)(6) the patient experienced multiple episodes of vomiting (details unknown) while eating, however was he eventually able to tolerate food. The patient was offered hospitalization, however he declined due to the negative evaluation findings and now having the ability to tolerate food. Additional information was solicited.

Manufacturer narrative:
The complainant did not indicate that there was a sample available for manufacturer examination. A definitive conclusion regarding the incident cannot be reached without examination/testing of the complaint sample. No specific lot number or additional manufacture information received from the complainant for investigation through successful due diligence efforts. To complete investigation with information received, a search was performed to obtain all lot numbers with the reported catalog number delivered to the patient¿s dialysis unit in the three months prior to the complaint occurrence date. As a result, eight lot numbers were found to be delivered to the customer in this time period. During the lot history review of the eight lots, one lot was noted to have complaints reported against it. Lot 17ju04018 had a total of 14 complaints received. One complaint addresses a report of an insect. The remaining thirteen complaints are related to clotting dialyzer complaints from the same facility. No lot or production related issue was observed during the CAPA investigation. The production record for each lot identified on the sap search of delivered dialyzers to the customer was reviewed. Three lots had one approved temporary dn on each, two lots had multiple approved temporary dns on each and two lots had multiple approved temporary dns, an ncr and a rework. They are unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process potentially related to the complaint. This includes non-conformance's, rework, labeling, process controls and any other occurrence in production. The lot numbers passed pyrogen testing, were within sterilization dosage parameters and passed all release criteria.

Event description:
"."